Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the ethicon generator alarmed and displayed a message indicating "high pressure, require replacement of instrument". The nurse removed the harmonic ace curved shears instrument for cleaning. The instrument was reinstalled into the patient side manipulator (psm); however, the blade of the harmonic disposable insert broke inside the patient after a few minutes of use. The fragment was retrieved during the same surgical procedure. The instrument was installed with another insert. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument broke after 15 minutes of use due to "detached greater momentum". The fragment was retrieved with a da vinci bipolar instrument. There was no report of instrument collision, and the wrist was straightened upon removing the instrument. No post-operative tests were performed. Surgeon suspected the instrument was defective or that the fragment broke due thickness of the patient's tissue.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.215¿ from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.